Manufacturer narrative:
This device has not been returned, therefore, technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital with a heart rate of 30 bpm. The patient had experienced syncopal episodes. Interrogation of the device revealed an intermittent fracture of the rv lead, causing a loss of output. A revision was performed where this lead was surgically abandoned and replaced. It was noted the pacemaker had been implanted for 12 years, so the device was replaced as well. No additional adverse patient effects were reported.